Event description:
The reported feedback suggests that the blue soft plug in the middle is deformed and cracked.

Manufacturer narrative:
Additional information added to: d10. A visual inspection confirmed three longitudinal cracks to the female luer of the maxzero valve; leakage was observed from the cracks during a flush through. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although potential root causes were identified during a review of the manufacturing process, there is no evidence of this contributing to the failure mode.

Manufacturer narrative:
Mz1000 china/no 510k this is an international code- the model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided in section is for the domestic similar product - k132413. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The reported feedback suggests that the blue soft plug in the middle is deformed and cracked. Report suggests not in use on a patient.